Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that he had symptoms such as nausea and tiredness. The customer stated that he has not contacted his health care provider regarding the unexplained high blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he would like to change the set and see what happens. The customer was advised to call back if issues persist.